Event description:
It was reported by the customer's mother that the customer was having issues with the sensor sticking and not adhering properly. It was stated that the customer had a seizure on (B)(6) 2014 while on the insulin pump because her blood glucose level was low. Customer was not hospitalized because her family took care of it. The customer's blood glucose levels have been constantly low between 70-40 mg/dl. Customer declined to be transferred to the helpline for assistance. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.